Event description:
As reported, approximately 5.61 years since initial implant, this male patient with bmi 21.7 underwent a left side tka and was implanted with an exactech uhmwpe insert, serial # (B)(4). On (B)(6) 2019, the patient underwent revision due to swelling. No additional information is available or forthcoming.

Manufacturer narrative:
Pending evaluation. No information provided.

Manufacturer narrative:
Section h10: h3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Section h11: *the following sections have corrected information: (h3) the revisions reported may be due to prosthesis wear and/or synovitis. However, the prosthesis wear and contributions from implant positioning, instability, and/or patient-related factors to the sequence of events cannot be confirmed as the devices are not available for evaluation and limited clinical information was available at the time of evaluation. (H6) component code: 734, bearings.